Manufacturer narrative:
(B)(4). D10: cat# 110017103 lot# 7661300 g7 finned 3 hole shell 52e. G2: foreign: country: mexico. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total hip replacement procedure, the liner would not seat in the acetabular cup. The acetabular cup was placed correctly, and surgical technique was followed. Attempts were made to anchor the insert into the acetabular cup without success. This occurred on at least 6 occasions without it being fixed and took more than 35 minutes in trying to anchor the insert to the acetabular cup. A change was then made to a dual mobility system where it was possible to complete the procedure without major complications in terms of the implants placed. No additional information was available.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;d9;g3;h2;h3;h6 product was returned and evaluated. A visual review of the returned liner showed that the locking feature, high wall rim, anti-rotation scallops, and spherical surfaces had indentation damage from attempted implanting. No other damage was noted. Dimensional inspection for height and width was found to meet product specifications. A review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. A definitive root cause cannot be determined. The reported issue could not be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.